Manufacturer narrative:
Correction in g3.

Event description:
It was reported that this facility had 10 more pcus which would alarm upon start-up or not turn on. Customer does not know what is causing this problem but thinks it could be the faceplate or software or both so is opting to send the devices in for investigation. Customer adjusted quantity to match what he sent in which is 6 pcus.

Manufacturer narrative:
The customer complaint of pcu devices not turning on was replicated on two of six returned devices. Log analysis results: date, time, or programming parameters were not provided for the reported incidents. No errors or malfunctions were recorded on pcu devices s/n (B)(4). Pcu device error log s/n (B)(4) recorded a 133.6080.0 error code on (B)(4) 2020 at 03:46 pm. Pcu device error log s/n (B)(4) recorded a 133.6090.0 and 120.4370.5 on (B)(6) 2020 at 4:58 pm and error code 110.6020.1 recorded on 18 july 2020 at 1:57 pm. Pcu device error log s/n (B)(4) recorded a 133.6090.0 error code on (B)(6) 2020 at 10:08 pm and on (B)(6) 2020 at 10:47 am. Test results: functional testing observed four out of the six returned pcu devices with faulty pcu keypad assemblies. Functional testing observed the other two returned pcu devices working as intended. Functional testing could not replicate the error messages observed in the returned pcu devices error logs. Pcu s/n (B)(4) were unable to be turned on. Pcu s/n (B)(4) and pcu s/n were observed with system on led issues. The issue with unresponsive pcu keypads has been investigated through failure investigation dir (B)(4). The customers complaint of pcu devices alarming upon start-up was confirmed on three of the six returned devices but not replicated during testing. Pcu s/n 14133937, s/n (B)(4), and s/n (B)(4) were observed with error codes that were not replicated during testing. Pcu s/n (B)(4) was observed with error code 133.6080.0 on (B)(6) 2020 at 3:46 pm after prolonged inactive use. Pcu s/n (B)(4) was observed with error code 133.6090.0 and 120.4370.5 occurring on (B)(6) 2020 at 4:58 pm. Error code 110.6020.1 (keyboard failure) occurring on (B)(6) 2020 at 1:57 pm. Pcu s/n (B)(4) was observed with error code 133.6090.0 on (B)(6) 2020 at 10:47 am. The probable root cause of the customers report that pcus would not turn on was attributed to fluid ingress on the pcu keypad circuit assembly. Fluid ingress can result in ¿short circuit¿ condition in which the circuit is constantly connected through an unintended path. The probable root cause of the customers report that pcus would alarm upon start up was not determined. Three of the six returned devices contained error codes however, the error codes were not replicated during testing. A serial number was not provided therefore a review of the device history record cannot be performed.

Event description:
It was reported that this facility had 10 more pcus which would alarm upon start-up or not turn on. Customer does not know what is causing this problem but thinks it could be the faceplate or software or both so is opting to send the devices in for investigation. Customer adjusted quantity to match what he sent in which is 6 pcus.